Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient missed their pump refill appointment. The pump had been empty for 1.5 months. The pump was delivering fentanyl and morphine. The patient symptoms, interventions and outcome were not reported. Further follow-up is being conducted to obtain this information